Manufacturer narrative:
On october 20, 2022, mentor clinician updated the patient codes from "new patient code" to "no signs, symptoms or patient involvement" since there's no clinical symptom nor sign reported for this event and the patient is not experiencing any harms related to the issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 08, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 270cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. On june 14, 2021 additional information received indicated that the patient was dissatisfied with both sides. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial. It was reported that a female patient underwent revision augmentation surgery with mentor glow study gel devices on (b)6) 2018. Adverse event # 1. The desire for implant removal, (right side, implant serial number: (B)(4). Doi: (B)(6) 2018, doe: (B)(6) 2019). On (B)(6) 2019, the patient desire implant removal, elective removal was performed on (B)(6) 2019. The principal investigator assessed this event as mild in severity, non-serious, not related to the device, and not related to the procedure. Per the information provided there is no evidence of any serious deterioration in patient's state of health. There was no life-threatening illness, permanent impairment of a body function or permanent damage to a body structure. Therefore, this event does not meet the criteria for a complaint at this time. Should more information become available, this note will be updated and the case reassessed. Adverse event # 2. Patient dissatisfied with appearance, (left side, implant serial number: (B)(4). Doi: (B)(6) 2018, doe: (B)(6) 2019). On (B)(6) 2019, the patient dissatisfied with appearance, which required elective implant removal. The principal investigator assessed this event as mild in severity, non-serious, not related to the device, and not related to the procedure. Per (B)(4) this event is considered serious and reportable. Should additional information become available, this case will be re-assessed and notes will be updated.